Event description:
Customer reported dat tests for patient samples tested had an increased rate of a false negative results using capture-r (cr) select. They tested 32 baby samples parallel in on galileo, tube and bio-vue system. Six samples showed a negative result in cr select tested on galileo, but tube test and bio-vue system showed positive results (1 - 2+).

Manufacturer narrative:
The instrument was evaluated; no technical errors were observed. No product deficiency was observed. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.